Manufacturer narrative:
Article citation: borg, elaine, and philip turton. ¿p066. Leeds teaching hospitals trust¿s experience as a tertiary centre with breast implant associated anaplastic large cell lymphoma (bia-alcl).¿ european journal of surgical oncology, vol. 47, no. 5, may 2021, p. E313, 10.1016/j.ejso.2021.03.070. Accessed 19 may 2021. Date of alcl diagnosis: not provided. (B)(4). The events of seroma, lymphadenopathy and lymphoma-alcl- suspected are physiological complications and analysis of the devices generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was lymphoma-alcl- suspected. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Journal article abstract: "leeds teaching hospitals trust's experience as a tertiary centre with breast implant associated anaplastic large cell lymphoma (bia-alcl)". Sides are unknown for multiple patients. Pathological markers confirming alcl have not been received. Patients present with varying stages of bia-alcl, along with symptoms of swelling, breast mass, biopsy of lymph nodes, and seromas. Testing consisted of imaging, cytology, microbiology, hmds and flow cytometry performed in all cases. Treatment also included systemic therapy and radiotherapy. Treatments consisted of bilateral en bloc resection, unilateral en bloc resection and total capsulectomy.